Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient underwent bilateral replacement with non-mentor silicone implants on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2021, the mentor failure analysis lab received the device for evaluation. On july 8, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 325cc breast implant had an area of missing material on the anterior view and a tear on the posterior view, measuring approximately 0.9 cm x 1.1 cm and 0.2 cm, respectively. Additionally, an area of crease/fold was observed within the tear. Microscopic examination was performed on the edges of the area of missing material, and parallel striations were found in an area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. The evaluation determined that the cause of the tear is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 325cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed during an in-office visit. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.